Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). The ICD was implanted less than a year before the increase in the sli. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead has been showing high, out of range shock lead impedances (sli). The ICD was implanted less than a year before the increase in the sli. The ICD and the rv lead remain in service at this time. No adverse patient effects were reported. Additional information was received from the field representative mentioning that a defibrillation threshold test was completed, and a code 1005 related to open circuit condition during shock delivery. The shock, however, was successful. The ICD and rv lead remains in service at this time. No additional adverse patient effects were reported.